Event description:
It was reported that the device failed to establish communication with external devices. Patient is not receiving therapy and will likely require surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.